Event description:
It was reported that a faulty cassette caused a no disposable alarm. No further details provided. No patient injury.

Manufacturer narrative:
Device manufacture date could not be completed due to lack of information regarding lot number. H6: event problem and evaluation codes: updates not required. H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. If the product is returned however, the manufacture will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed.